Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
International customer reported that the device delaminated after being rolled and delivered into the abdomen through a trocar. The device was removed and exchanged.